Event description:
It was reported that a patient was in the emergency room with a suspected infection in their back. The patient also experienced a low grade fever, pain in the back, nausea and headache. An MRI was planned. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that no infection was diagnosed and there was no infection or meningitis.